Manufacturer narrative:
Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this right ventricular with non-boston scientific device and atrial lead that a revision procedure was performed. This lead was removed due to an infection. This is the information known at this time.